Event description:
Reporter indicated a vns (B) (4) handheld computer with (B) (4) software was freezing "all the time". The computer and flashcard have been requested for return but have not been received to date.